Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the pump battery compartment was damaged. In addition, it was noted that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/26/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: during a visual inspection of the pump, there were multiple cracks observed in the battery compartment. Moisture was observed inside the battery compartment. The returned battery cap was damaged with stripped threads. A leak test confirmed a leak in the battery compartment. The pump case removed and no further moisture was observed inside the pump. Unrelated to the complaint, investigation revealed a dim, faded and discolored display.